Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the device turned off and on while in use. The fse clarified the customer reported the device restarted. Review of the device diagnostic log indicated an unknown restart in ventilation mode. The customer reported there was patient involvement and no patient harm.